Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming. The patient underwent an ipg explant procedure. The explanted device will not be returned.